Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the experienced infection. The insertable cardiac monitor was explanted on (B)(6) 2019. The patient recovered after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.